Event description:
It was reported that there was blood pooling in stopper well during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 1000 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: blood pooling in hemogard stopper of sstii 5ml. Sstii tube is drawn at first during blood collection in combination with pah slbcs 21g or 23g or llad in combo with catheter or ported catheter. Blood gets loose from stopper.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was blood pooling in stopper well during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 1000 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: blood pooling in hemogard stopper of sstii 5ml. Sstii tube is drawn at first during blood collection in combination with pah slbcs 21g or 23g or llad in combo with catheter or ported catheter. Blood gets loose from stopper.